Event description:
Healthcare professional reported right side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, missing piece of the shell and underweight. A microscopic analysis was performed which identify an opening striated in the posterior side. Based on the device analysis the final assessment is: a striated opening in the posterior side assessed as surgical damage. Missing piece of the shell assessed inconclusive. Additional, changed, and/or corrected data: d9, h3, h6.